Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited error code with 4-digit numbers. Subsequently, patient switched to another pump. No adverse effects were reported.